Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. They cycler underwent and passed a system air leak test, valve actuation test, and load cell verification check test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom heads, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: it was confirmed the patient¿s weakness due to hypokalemia and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient is recovering from this event while awaiting discharge. The patient will continue hd therapy on an in-center basis upon discharge. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis (pd) patient contact requested assistance cancelling the patient's pd treatment because an ambulance was on site for the patient. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported this patient reported to the emergency department on (B)(6) 2020 due to weakness associated with hypokalemia. The patient was admitted to the hospital on the same day. The patient's pd catheter (not a fresenius product) was removed and a central venous catheter was placed for hemodialysis (hd) therapy. The patient underwent hd therapy on a hospital provided hd machine (brand and model unknown) during this admission. It was confirmed the patient¿s weakness due to hypokalemia and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s). The patient is recovering from this event while awaiting discharge. The patient will continue hd therapy on an in-center basis upon discharge.